Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance issue. Additional information obtained from the field which indicated that the lead exhibited noise. No additional adverse patient effects were reported.